Event description:
It was reported that prior to a surgical procedure at the user facility, metal chips were breaking off the metal holding area of the device. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device eval, the teeth were found to be broken off inside the sagittal head assembly. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.